Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119619.

Event description:
Voluntary medwatch form received notes that a patient presented with right ventricular (rv) lead failure. The physician elected to explant and replace the rv lead. No additional adverse patient effected were reported.